Manufacturer narrative:
Concomitant medical product: 5024m-52 lead, implanted: (B)(6) 1999.

Event description:
It was reported that right atrial lead had insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.